Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead did not capture. It was further reported the lead was not replaced due to lack of clinical problems without atrial pacing. No patient complications were reported as a result of this event.